Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection and sepsis. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation of infection and sepsis could not be confirmed. However, it is a known inherent risk.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection and sepsis. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection and sepsis. No additional adverse patient effects were reported. The lead was returned for analysis.